Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the unit would need a new power switch overlay. The fse replaced the power switch overlay to resolve the reported issue. Unit was tested and passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged an alarm led failure. There was no patient involvement.